Event description:
It was reported that this right ventricular (rv) lead was explanted because the patient fell about a week after implantation. The lead exhibited loss of capture and high pacing thresholds. The lead was successfully replaced. The device is going to return. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found no anomalies. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.

Event description:
It was reported that this right ventricular (rv) lead was explanted because the patient fell about a week after implantation. The lead exhibited loss of capture and high pacing thresholds. The lead was successfully replaced. The device is going to return. No additional adverse patient effects were reported.